Event description:
Customer stated that the meter would not work. When they moved the slide forward they saw something black on the display with something at the bottom and are not able to perform a test. A review of the system was conducted over the phone. The review determined that the display was not functioning as intended. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.